Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 23-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 24-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 23-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 1.0 model #: 1407de / catalog #: 1407de / expiration date: 28-feb-2018 / serial #: (B)(4). UDI #: 00888707000758 device available for evaluation: no. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unexpected losses of power on the controller. The patient indicated that the controller would shut off completely and the screen turned black. The patient also accidentally took out both batteries when changing them when one of the batteries had one light indication left. They noted that there was no alarm on the controller when the batteries were disconnected and changed. The controller was exchanged with a controller from the clinic. The next day, the patient called the clinic because the controller was alarming with the batteries attached. It was discovered that the replacement controller that was given to the patient was expired and the previous version. The batteries were thought to have a power consumption issue and had alarmed when connected to the expired controller. The physician was uncertain where the alarms came from, so they decided to replace all of the batteries and the replacement controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted for updates made to the product event summary below. Product event summary: two (2) controllers and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controllers and batteries passed visual inspection and functional testing. Analysis of the controller (B)(6) revealed that the "no power" alarm performed as expected. Log file analysis of (B)(6) revealed a controller power up event on (B)(6) 2019 at 19:01:24. The data point prior to the loss of power revealed that (B)(6) was connected to power port 1 with 96% relative state of charge (rsoc), and (B)(6) was connected to power port 2 with 32% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port 1, and (B)(6) was connected to power port 2. The controller was without power for 8 seconds. A second controller power up event was recorded on (B)(6) 2019 at 17:12:44. The data point prior to the loss of power revealed that (B)(6) was connected to power port 1 with 95% rsoc, and (B)(6) was connected to power port 2 with 72% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. The controller was without po wer for 8 seconds. These observations are related to the reported ¿controller shut off completely and the screen turned black¿. Log file analysis pertaining to (B)(6) revealed that batteries discharged as expected. Additionally, no alarms were recorded. (B)(6) expiration date was observed to be 28/feb/2018. Review of the controller's log files indicated that the controller was first programmed and in use by the patient on (B)(6) 2019. As a result, the reported no sound, power consumption and alarms when batteries are connected could not be confirmed. However, the reported ¿controller shut off completely and the screen turned black¿ and use of expired product events were confirmed. Based on the investigation conducted, it was determined that (B)(6) was in storage for longer than one (1) year from the manufacturing date. As a result, the reported event was confirmed. The most likely root cause of the reported use of expired product event can be attributed to the hospital storing the controller beyond its expiration date. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources from the controller and/or an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: two controllers and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controllers and batteries passed visual inspection and functional testing. Analysis of the controller, (B)(6), revealed that the "no power" alarm performed as expected. Log file analysis of that same controller revealed a controller power up event on (B)(6) 2019 at 19:01:24. The data point prior to the loss of power revealed that a battery was connected to power port 1 with 96% relative state of charge (rsoc), and a battery was connected to power port 2 with 32% rsoc. The data point after the loss of power revealed that the same battery was connected to power port 1, and the same battery was connected to power port 2. The controller was without power for 8 seconds. A second controller power up event was recorded on (B)(6) 2019 at 17:12:44. The data point prior to the loss of power revealed that a battery was connected to power port 1 with 95% rsoc, and a battery was connected to power port 2 with 72% rsoc. The data point after the loss of power revealed that the same battery was connected to power port 1 and the same battery was connected to power port 2. The controller was without power for 8 seconds. These observations are related to the reported ¿controller shut off completely and the screen turned black¿. Log file analysis pertaining to (B)(6) revealed that batteries discharged as expected. Additionally, no alarms were recorded. As a result, the reported no sound, power consumption and alarms when batteries are connected could not be confirmed. However, the reported ¿controller shut off completely and the screen turned black¿ was confirmed. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources from the controller and/or an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(6). D10: yes, return date: 21-oct-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). D10: yes, return date: 21-oct-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). D10: yes, return date: 21-oct-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). D10: yes, return date: 21-oct-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). D10: yes, return date: 21-oct-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.